Event description:
The report received from the field indicated that while preparing for a percutaneous coronary intervention (pci), prior to inserting the cypher 2.5 x 18 mm stent delivery system (sds) into the patient, a piece of foreign material was observed near the stent approximately one-quarter inch (1/4 inch) from the end of the sds. The material was described as being either clear plastic or possibly a hair. The product was not clinically used on the patient. Another cypher stent was used to complete the procedure successfully. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.